Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Pain in legs [pain in extremity]. Burning sensation in feet [burning sensation]. Numbness in feet [hypoaesthesia]. Dizziness [dizziness]. Loss of balance [balance disorder]. Weakness in legs [muscular weakness]. Tingling feet [paraesthesia]. Case description: an attorney reported that their (B)(6) female client used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency beginning in 1973 through 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, copper deficiency, pain in legs, burning sensation in feet, numbness in feet, dizziness, loss of balance, weakness in legs, and tingling feet. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.